Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 55 units. Reportedly, the cartridge was filled with approximately 90 units. Additionally the contact was unable to verify the amount of insulin that had been delivered at the time of the reported event. Blood glucose level was 200 mg/dl. Reportedly, a new cartridge was loaded to address the issue.